Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported device damaged by another device - caused damage appears to be due to procedural conditions. A cause for the poor imaging resolution could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitra clip device is being filed under a separate medwatch report number.

Event description:
This is filed to report device damage. It was reported that this was a procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted visualization was not clear in the imaging. On (B)(6) 2020, two clips (90907u194, 90408u177) were deployed, reducing mr to <1. On an unspecified date in (B)(6) 2020, the patient had an echocardiogram, and the clip appeared stable. Then on (B)(6) 2020, the patient was to undergo a tricuspid procedure. However, during preparation in the operating room, an increase in mr was observed. It was suspected that either the first clip (90907u194) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment /slda), or a leaflet rupture occurred due to high blood pressure peaks. Imaging was not clear, and therefore, the slda and leaflet rupture could not be confirmed. Therefore, a decision was made to abort the tricuspid procedure, and implant another mitra clip to stabilize the possible slda, and reduce mr. The physician stated that there was possible contact between the first clip and second clip (90408u177) during the initial procedure. The second clip remains stable on both leaflets. Two additional clips were implanted, reducing mr to 1-2. No additional information was provided.